Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product code (B)(4), lot number c54862 DHR was reviewed for part number (B)(4) batch number (B)(4). No deviations or anomalies were identified if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address fall, pain and loosening of the femur to femoral component and bolt to femoral adaptor at the bone to cement and cement to implant.